Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.111.030; lot: l837377; manufacturing site: (B)(4); release to warehouse date: june 08, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). Visual inspection: the shaft for trephine attachments was received at us customer quality (cq) with all three of the distal prongs broken. The broken portions of the device were not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: the following drawing was reviewed; connector trepane orthopedic foot. (B)(4). Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was found out that a screwdriver shaft, drill sleeve, and trephine for a bone harvesting set was broken. It was observed at the sterile processing department (spd). Parts were immediately taken out of circulation, so the parts are no longer in the operating room. There was no patient involvement. This report is for a shaft for trephine attachments. This is report 3 of 3 for (B)(4).